Event description:
Intravenous (IV) set at 125 cc/hr. 1000ml bag hung and infused in 1 hour. Patient tolerated fluids ok due to ejection fraction being good.====================== manufacturer response, (brand not provided) (per site reporter).====================== email from sales rep stating that there will be a quick follow up from quality to get all facts about the issue. They will follow the fdas policy to deal with this.